Event description:
It was reported that no drainage was found soon after the device placement. Another drain was placed for the replacement and was able to drain without any problems.

Manufacturer narrative:
The sample was returned. The lot number is unknown; therefore, the device history record could not be reviewed. The reported issue of drain not draining was confirmed as manufacturing related due to the obstruction on the drain channels with adhesive. (B)(4).